Event description:
It was reported that during a cryo ablation procedure, the integrated dilator/needle would not lock into the sheath. The native dilator locked into the sheath. The integrated dilator/needle was replaced and the issue remained. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012250161 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. In conclusion, the sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.